Event description:
The account reported the nurse call is not functioning. The bed was empty when the issue was found. There was no pt/user injury reported this report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account was performing preventative maintenance wen the nurse call issue was found. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. Search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.